Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remotely accessed the system and restarted cubex. After the restart, the drawer was successfully populated in the zones. The drawers were tested and were able to open. The issue was resolved following the cubex restart. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.